Manufacturer narrative:
(B)(4). The health care professional reporter declined to provide additional information. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy and continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was not reported. On unreported date(s), the patient was treated with vancomycin (route, dosage, frequency, and duration not reported) and cefobactam (route, frequency, dosage, and duration not reported) for the peritonitis event. On an unreported date, dianeal therapies were changed from automated peritoneal dialysis to capd. Dianeal and extraneal therapies were ongoing. The patient was recovered from the peritonitis event. No additional information is available.